Event description:
It was reported by the rep that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported on the third firing of the stapler, the staples were malformed. The surgeon used a new stapler to finish the procedure without incident. There was no consequence to the patient.